Event description:
It was reported that the patient with this implantable pacemaker device experienced hematoma and had an erosion in the pocket of the device. The patient then had a pocket revision. The implantable pacemaker device remains in service. No additional adverse patient effects were reported.